Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, "small amount of peri implant fluid".

Event description:
Healthcare professional reported "rupture and capsular contracture grade iii for the left side." Healthcare professional reported "benign calcifications, lobulations, implants with prominent folds/radial creases especially in left breast implant .small amount of peri implant fluid bilaterally" via MRI and mammogram. Device remains implanted.